Manufacturer narrative:
The catheter was not returned for evaluation; product analysis could not be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that it was unable to visualize the tip of the rebar catheter under fluoroscopy. They attempted to magnify the image but were still unsuccessful locating the micro tip. A new catheter was used to complete the procedure. This event occurred during the treatment of an arteriovenous malformation of a left subclavian artery, vessel diameter 10mm. The anatomy was reported to have been normal in tortuosity. The device was discarded at the site. There was no allegation that the device was damaged prior to use. The reported device and any accessory devices prepared as indicated in the instructions for use (IFU). The tip had been shaped by the user. The catheter flushed as indicated in the IFU.